Event description:
The first stent was implanted in the distal segment of a long, calcified lad lesion. While trying to position the second pixel stent in the proximal segment, the stent was dislodged from the balloon in the coronary artery and a snare device was used to retrieve it from the anatomy.